Manufacturer narrative:
UDI: (B)(4). Non-conformance report (ncr) has been raised due to label part number 138303-db (vapr s90 lps electrode box label) & 138305-db (vapr s90 lps electrode patient label) having the incorrect details for the gtin code which is reporting the incorrect information when scanning the barcodes on the labels. Product that is in finished goods to be reworked through this ncr. Corrective actions were taken to address this issue. Customer approval - is required for this ncr as the non- conformance is labelling related. Qty of 5 electrodes failed during rework activity refer to completed rework instructions in attachments. Original batch information: a check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were devices released for distribution on june 24, 2013 with an expiration date of 2016-05-31. Evaluation summary: the complaint device was received and evaluated. Visual observation under magnification revealed the manifold between 8 - 9 o'clock positions of the tip shows signs of melting. This damage to the tip would lead to the sparking of the electrode and display output shorted error, confirming this complaint. The electrode was not tested to avoid further damage to the tip. This failure mode was investigated under CAPA and as a result process changes were implemented. The CAPA was deemed effective and closed in 2011. Although the CAPA is closed, the measures implemented into the manufacturing process were only to reduce the level of occurrence to an acceptable level and not completely eradicate the likelihood of this failure mode. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. The overall complaint rate for this failure mode was reviewed against the risk analysis and found to be within the expected levels. Therefore, at this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Affiliate reported that the surgeon used the electrode approximately for 5 minutes, then a lot of sparks appeared with the message output shorted, and the electrode did not work anymore.